Event description:
An endovive standard peg kit was used during a peg placement procedure on a female patient in early 2008. According to the complainant, "the loop fell off the end of the snare inside the patient. [The physician was] able to remove the loop with another snare [from a second endovive standard peg kit]. The physician was able to complete the procedure by using the second [kit]. " at the conclusion of the procedure, the patient's condition was reported as "fine".

Manufacturer narrative:
The device has not been returned; therefore, a failure analysis is not available. The relationship between the device and the event is undetermined. A search of the complaint database revealed no additional complaints recorded for this lot. The december 2007 15-month endovive standard peg kit product family complaint trend report, inclusive of all failure modes was reviewed; no adverse trend was noted.